Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log it can be seen that the device alarmed "auxiliary acoustical alarm failure" on may 11 shortly after start-up of the device. On the date of event, 13 may 2024, the device was switched into ventilation mode at 7:15 am without performing a device check. A complete disruption of the device operation around the reported time of event 10:00 am could be confirmed. The root cause was determined to be a faulty rocker switch. In case of a faulty rocker switch, the switch position is permanently on even though the rocker switch is visibly in the physical position off. If the rocker switch in this position briefly regains correct electrical functionality, the device would switch off completely. The auxiliary alarm is supplied via the rocker switch which led to the alarm message "auxiliary acoustical alarm failure" prior to the event which according to the IFU advises the user to service the device. The device alarmed as specified by posting the corresponding visual and audible alarm message prior to the event. In case of a complete loss of function the safety valve would open to ambient allowing for spontaneous breathing. Accompanying audible alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator shut off while on a patient. The nurse manually ventilated the patient and the oxygen saturation increased from 85% to 100%. The nurse also observed that the /off rocker switch on the vent was in the off position. Further information was received that the family of the patient was already in the process of making end of life decisions, and it was reported that the family allowed the patient to pass in the timeframe after the event.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator shut off while on a patient. The nurse manually ventilated the patient and the oxygen saturation increased from 85% to 100%. The nurse also observed that the /off rocker switch on the vent was in the off position. Further information was received that the family of the patient was already in the process of making end of life decisions, and it was reported that the family allowed the patient to pass in the timeframe after the event.